Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was overheating. The care giver stated that the device was getting too hot. The patient was connected at the time of the event. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspection was performed. A detailed inspection was done on the thermocouple wires and boards with no problem found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and the device met specifications. Should additional relevant information become available, a supplemental report will be submitted.